Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review lot#3080069. 1-the products of this batch were assembled at intima ii auto line 2 in may 2023, and packaged at r240 package line in may 2023. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-review incoming inspection records of catheter lots, no abnormalities. Material number: b5171aaal, batch number:2304672, 2304674, 3025613. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for 45psi leakage test, and no leakage is found at the catheter. Please see the attached test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the specific site and state of the damage of the catheter cannot be identified, the root cause of the leakage there cannot be confirmed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked at catheter junction the child, female, 6 years old, due to fever with cough for 4 days, with lobar pneumonia at 17:25 accompanied by parents stepped into the ward, now the child has no fever, sweating as usual, paroxysmal cough infrequent, phlegm difficult to cough, no nasal congestion, occasional runny nose, abdominal distension, no irritability and fatigue, good sleep and peace, two stools regulate. The tongue is red, the moss is yellow and thick, and the pulse is smooth. Score of fall from bed: 9 points. Pressure ulcer score: 28 points. Self-care score: 65. Pain score: 0. Denies history of drug and food allergies. While performing an IV indwelling needle puncture on the child, the nurse noticed a leak in the plastic catheter of the indwelling needle during venting. Replacement was given and a good explanation was given to the child's parents.